Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In august 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), fatigue ("fatigue"), headache ("headaches/migraines / headaches"), nausea ("nausea/nausea") and migraine ("migraines / headaches"). The patient was treated with surgery (underwent oophorectomy, salpingectomy (bilateral removal of fallopian tubes). Essure was removed in may 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, fatigue, headache, nausea and migraine outcome was unknown. The reporter considered abdominal pain, fatigue, genital haemorrhage, headache, migraine, nausea and pelvic pain to be related to essure. The reporter commented: because of the requirement to undergo oophorectomy with removal of the essure devices has been left with serious injuries. Essure insertion date aug-2011 and essure removal date may-2016 were previously reported. Most recent follow-up information incorporated above includes: on 7-dec-2018: pfs received. Essure insertion date and removal date was updated. Event per pfs: migraine was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". Concomitant products included levonorgestrel (mirena) in 2016 and medroxyprogesterone acetate (depoprovera) from 2009 to 2016. On (B)(6) 2011, the patient had essure inserted. In october 2011, the patient experienced pelvic pain ("pelvic pain/pain"), fatigue ("fatigue"), nausea ("nausea/nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In november 2011, the patient experienced vaginal discharge ("vaginal discharge"). In december 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In january 2012, the patient experienced headache ("headaches/migraines / headaches") and migraine ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain") and uterine cyst ("fibroid cysts"). The patient was treated with surgery (underwent oophorectomy, salpingectomy (bilateral removal of fallopian tubes), hysterectomy(full)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, nausea, migraine, vaginal discharge and uterine cyst outcome was unknown and the abdominal pain, fatigue, headache, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, uterine cyst, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: because of the requirement to undergo oophorectomy with removal of the essure devices has been left with serious injuries. Essure insertion date aug-2011 and essure removal date may-2016 were previously reported. Discrepancy noted : previously reported removal date may-2016 now it is reported (B)(6) 2016. Received treatment for pain, nausea, migraine, headache. Discrepancy noted as essure insertion date (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in december 2011: perforation (fallopian tube).. Imaging procedure - on (B)(6) 2011: failure to occlude. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received. New events added: perforation fallopian tube(s), abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), vaginal discharge, fibroid cysts. Outcome of the previously added events abdominal pain, fatigue, headaches were updated to recovering/resolving. Lab data, concomitant drugs were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), fatigue ("fatigue"), headache ("headaches/migraines / headaches"), nausea ("nausea/nausea") and migraine ("migraines / headaches"). The patient was treated with surgery (underwent oophorectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, fatigue, headache, nausea and migraine outcome was unknown. The reporter considered abdominal pain, fatigue, genital haemorrhage, headache, migraine, nausea and pelvic pain to be related to essure. The reporter commented: because of the requirement to undergo oophorectomy with removal of the essure devices has been left with serious injuries. Essure insertion date (B)(6) 2011 and essure removal date (B)(6) 2016 were previously reported. Discrepancy noted : previously reported removal date (B)(6) 2016 now it is reported (B)(6) 2016 received treatment for pain, nausea, migraine, headache. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2011: failure to occlude. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Insertion date and removal date updated. Event : failure to occlude were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". Concomitant products included levonorgestrel (mirena) in 2016 and medroxyprogesterone acetate (depoprovera) from 2009 to 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/pain"), fatigue ("fatigue"), nausea ("nausea/nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced headache ("headaches/migraines / headaches") and migraine ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), abdominal pain ("severe abdominal pain"), uterine cyst ("fibroid cysts"), abscess ("abscess") and sepsis ("sepsis"). The patient was treated with surgery (underwent oophorectomy, salpingectomy (bilateral removal of fallopian tubes), hysterectomy(full)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, nausea, migraine, vaginal discharge, uterine cyst, abscess and sepsis outcome was unknown and the abdominal pain, fatigue, headache, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving. The reporter considered abdominal pain, abscess, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, sepsis, uterine cyst, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: because of the requirement to undergo oophorectomy with removal of the essure devices has been left with serious injuries. Essure insertion date (B)(6) 2011 and essure removal date (B)(6) 2016 were previously reported. Discrepancy noted : previously reported removal date (B)(6) 2016 now it is reported (B)(6) 2016. Received treatment for pain, nausea, migraine, headache. Discrepancy noted as essure insertion date (B)(6) 2015. Discrepancy noted as essure insertion date (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: perforation (fallopian tube). Imaging procedure - on (B)(6) 2011: failure to occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude". Concomitant products included levonorgestrel (mirena) in 2016 and medroxyprogesterone acetate (depoprovera) from 2009 to 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/pain"), fatigue ("fatigue"), nausea ("nausea/nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced headache ("headaches/migraines / headaches") and migraine ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), abdominal pain ("severe abdominal pain"), uterine cyst ("fibroid cysts"), abscess ("abscess") and sepsis ("sepsis"). The patient was treated with surgery (underwent oophorectomy, salpingectomy (bilateral removal of fallopian tubes), hysterectomy(full)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, nausea, migraine, vaginal discharge, uterine cyst, abscess and sepsis outcome was unknown and the abdominal pain, fatigue, headache, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving. The reporter considered abdominal pain, abscess, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, sepsis, uterine cyst, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: because of the requirement to undergo oophorectomy with removal of the essure devices has been left with serious injuries. Essure insertion date (B)(6) 2011 and essure removal date (B)(6) 2016 were previously reported. Discrepancy noted : previously reported removal date (B)(6) 2016 now it is reported (B)(6) 2016. Received treatment for pain, nausea, migraine, headache. Discrepancy noted as essure insertion date (B)(6) 2015. Discrepancy noted as essure insertion date (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: perforation (fallopian tube).. Imaging procedure - on (B)(6) 2011: failure to occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: pif received. New events ¿abscess¿ and ¿sepsis¿ were added. Discrepancy added on essure insertion date (B)(6) 2011in rcc. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (underwent oophorectomy with removal of the essure.). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, fatigue, headache and nausea outcome was unknown. The reporter considered abdominal pain, fatigue, genital haemorrhage, headache, nausea and pelvic pain to be related to essure. The reporter commented: because of the requirement to undergo oophorectomy with removal of the essure devices has been left with serious injuries. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.